Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was fractured approximately 5.0 cm from the proximal end, and kinked throughout its length. Some of the damage found on the pusher may have been due to return packaging conditions, as the pusher assembly was folded in many locations throughout its length inside the product display box. The embolization coil was detached from the pusher assembly and partially protruding from the non-penumbra microcatheter. The outer diameters (ods) of the pusher assembly, ddt, and embolization coil were measured and found to be within specification. The hub of the non-penumbra microcatheter was cut off and not returned for evaluation. Conclusions: evaluation of the returned device revealed the pusher assembly was kinked and fractured, and the coil was detached from the pusher assembly. This type of damage was not mentioned in the complaint, was likely incidental, and may have occurred during packaging for return. The outer diameters of the pusher assembly, ddt, and embolization coil were measured and found to be within specification. Due to the incidental damage found on the ruby coil, functional testing could not be performed and the root cause of the complaint could not be determined. Ruby coils are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician was unable to advance a ruby coil through another manufacturer's microcatheter and they were both removed from the patient. The procedure was completed using another manufacturer's coils and microcatheter. There was no report of an adverse effect to the patient.